Manufacturer narrative:
Section e1: reporter: telephone number: (B)(6). Device evaluation: a field service engineer visited site and reported, that system did not have any errors. The system was shutting down as the power supply had failed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, that the compact intuitive system shuts down itself, during surgery. System could not start up. There was no patient injury. Hospital has another machine to perform surgery. No further information is provided.